Manufacturer narrative:
(B)(4). Use error, sample not requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm due to a use error. Complaint is confirmed and the assignable cause, patient left the clamp closed on patient line during prime, causing an alarm situation system error 2240. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The home patient (hp) stated that the patient line was clamped during prime. The technical service representative (tsr) advised the hp to use new disposables. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. The caregiver (cg) was contacted and stated that this was an isolated event. The cg stated that the hp did not need any medical intervention.